Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no damage in the construction of the device. Functionally, a syringe was used to inject 20cc of air into the cuff balloon and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and the cuff and inflation assembly were manipulated, but no leaks were observed. For further analysis, a leak test was performed by submerging the entire device in water and inflating the cuff, and no bubbles (leakage) were observed. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bilateral thyroidectomy procedure, after opening the package, cuff leak found in preoperative examination after a few seconds. Leak evident when trying to inflate the cuff to establish the airway during the intubation process. Also, after intubation, the anesthetist reported that the endotracheal tube could not be fixed, and the endotracheal tube was loose without adhesive tape fixation, and the patient's airway pressure increased. After pulling it out and replacing it with a new endotracheal tube, there was no problem. There was no patient injury.